Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 5 and fault ID 0x2147. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.